Manufacturer narrative:
A ge rep evaluated the system and found the 5 volts going to the fluoro function board to be slightly low. Ge rep adjusted the power supply voltage to 5.2 volts. Tested and verified proper operation of the system.

Event description:
The customer reported the system displayed a communication error between the generator and the workstation. No pt injury was reported.